Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? Colon cancer. What surgical procedure was performed? Lar. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Dr. (B)(6) md, colorectal surgeon 20 years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. How many counter-clockwise revolutions were used to open the device? 2 full 360 degree turns. Were the donuts inspected? Yes, full and intact. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? No. How many days postoperative was the bleeding identified? 1- 3 days. What was the total estimated blood loss (ml)? 200cc. Was a transfusion required? No. How was the bleeding addressed? Flex sig and monitoring. What was the pre and postoperative anti-coagulant and pain management protocol? No pre/post anti-coagulant protocol, routin post pain management with dilaudid/prn. What is the current status of the patient? Recovering well.

Event description:
It was reported that following an unknown procedure the new circular stapler line bled longer than normal, observed bright red blood in post op bowel movements. Surgeon closes to the bottom of the range. He does wait 15 seconds, but he does not wait 15 seconds and then retighten. Surgeon performed flexible sigmoidoscopy to determine if active bleeding present. No active bleeding present, but blood clot indicated that there was significant postoperative bleeding.